Event description:
It was reported that a caller experienced a malfunction alarm on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted in the reset process, and informed the caller to contact support if the malfunction recurred. The caller understood and acknowledged the instructions, and the customer is able to continue using the pump.